Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: CGM model: G6. Mobile OS: iOS / iOS_iPhone 15 Plus / 2.9.1 / iOS 26.1.